Event description:
Reporter stated patient experienced low blood glucose and convulsions on the morning of 2005. Reporter attempted to feed the patient a sandwich and juice while emergency medical technicians were being called. The emergency medical technicians arrived and they tested patient's blood glucose below 20 mg/dl. Emergency medical technicians treated the patient with glucagon through an IV. Reporter was not sure if device caused low blood glucose because all insulin was accounted for in the device history. Patient's currently really tired.